Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this cardiac resynchronization defibrillator device exhibited high, out of range pacing impedance (greater than 3,000 ohms). No pacing inhibition and no asystole was reported. No other out of range measurements were reported. Lead integrity testing was completed with device provocation and manipulation, the high, out of range pacing impedance could not be reproduced. The device remains implanted. No adverse patient effects were reported.